Event description:
A biomed at one of the user facilities, contacted carefusion technical support regarding pricing for a new ventilator. The biomed reported that the user interface module (uim) to one of their ventilators was going blank intermittently, when turned on. There was no patient involvement.

Manufacturer narrative:
(B)(4). The biomed was going to place a purchase order for a replacement elan user interface module (uim), however carefusion technical support advised that he speak to sales in regards to the option of upgrading the ventilator instead. Carefusion technical support forwarded him to sales for assistance.